Manufacturer narrative:
It has been communicated by the distributor the device will be returned to (B)(4). Once the device has been received and the investigation has been completed, a supplemental mewatch 3500a emdr will be submitted. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure, the offset reamer handle broke as the weld separated. The instrument was not used during the procedure as it was not required due to the patient anatomy. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The z-tube component had a broken weld on the distal side. It was also noted that the pom handle had been removed from the device and was not returned with the assembly. In addition, the z-tube with the broken component was observed to have many deep gouges and indentations. All the observations and condition of the assembly is evidence that the device was worn and had exceeded its useful life. A manufacturing review was completed an no nonconformances or other discrepancies were identified. No further investigation is required. (B)(4).